Event description:
Upon hearing ventilator alarm, rn noted that the hamilton-g5 neonatal/adult intensive-care ventilator read-out displayed "exhalation obstruction." Patient's oxygen saturation dropped to 69%. This incident required bagging of patient until replacement ventilator placed. Once replaced, the oxygen saturation levels reportedly recovered to 84% within 10 minutes but did not fully recover to patient's baseline. Hamilton medical (B)(4) is currently completing an onsite device investigation in our clinical engineering department.